Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the doctor revised the pt's right hip due to altr. Serum levels: chrom = .5, cobalt = 6.8, joint fluid apirate levels: chrome = 1100 ppb, cobalt = 2500 ppb.